Event description:
Reportedly, this patient comes every 6 months for in-clinic follow-ups (c-3627) - platinium dr sn (B)(6) the residual longevity is less than 3 months when the battery curve is normal and the battery volage is 2,92v. Dr wilkin would like to know if the patient can get one in-clinic follow-up per year instead of two (the patient is connected to the remote monitoring service). Will this anomaly of the display of the residual longevity be corrected? Is it the residual longevity or the voltage that is taken into account top switch to rrt?

Manufacturer narrative:
The review of provided data confirmed the reported issue: on 27 may 2025, the estimated longevity is less than 3 months and the battery voltage is normal at 2.92v. The subject device was implanted on 11 march 2016. The display of the residual longevity is less than 3 months because it is based on a temporary low value of the battery voltage (2,90 v) on 19 october 2018. The residual longevity displayed in may 2025 is not representative of the real residual longevity. Taking into account the current battery voltage (2,92v) and the parameters programmed in may 2025 (safer 50bpm, 2,0v, 0.35ms-atrial pacing 78% and ventricular pacing 2%), the residual longevity is estimated to 9 years (minimum 7 years). Accurate display of the residual longevity by the programmer will be available when the battery voltage reaches 2.90v. The estimation to get the accurate residual longevity is end of 2026. Therefore, during the next 18 months, the display of the residual longevity will remain ¿< 3 months¿ and the longevity must be monitored through the battery curve and the battery voltage (measured every day). No abnormal battery depletion is suspected. No malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.